Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening as per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare provider reported, a right side deflation. The device has been explanted.